Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, after sensor deployment, the sensor wire was hanging from the applicator. The sensor was inserted at the abdomen. No additional event or patient information is available.